Manufacturer narrative:
The following fields have been updated with corrected information: b.5 describe event or problem: it was reported that while using bd vacutainer® sst¿ ii advance, the customer noticed the activator sprayed on the walls is missing from the upper part of the tubes and this has led to the formation of threads of blood or fibrin that runs the risk of clogging the machines with an unspecified number of tubes. No patient impact reported. The following fields were updated due to additional information: d.4 unique identifier (UDI) #: (B)(4). Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin and missing additive were observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of fibrin and missing additive were not observed. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fibrin and missing additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance, the customer noticed the activator sprayed on the walls is missing from the upper part of the tubes and this has led to the formation of threads of blood or fibrin that runs the risk of clogging the machines with an unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance, the customer noticed the activator sprayed on the walls is missing from the upper part of the tube and this has led to the formation of threads of blood or fibrin that runs the risk of clogging the machines on one (1) tube. No patient impact reported.